Event description:
Patient was in the treatment suite and checks had been performed to begin treatment. The dummy source did come out as intended, then prior to a dose delivery,the treatment had to be interrupted due the patient developing a low o2 saturation rate. Once corrected, an attempt was made to begin treatment, but the afterloader triggered a crc interlock that required a code from the vendor to clear the interlock. Varian dispatch was called and informed that it was a treatment emergency as a patient was waiting for treatment. Due to the delay in varian responding back to the facility, a decision was made to abort the treatment, there was no harm to the patient; however, the patient had undergone a surgical procedure for placement of a tandem and ovoid set in the uterus and vagina and had also received sedation for this procedure. Varian did eventually respond and told the facility they could not identify the reason for the error, but they recommended the machine be unplugged and then plugged back in before doing the daily qa to prevent this error from occurring in the future. This information had not been previously communicated to the facility.